Event description:
It was reported that a patient with an ambicor penile prosthesis (app) developed an infection in the scrotum, and oozing of bodily fluids was observed. A surgical procedure was performed to remove the app, followed by a complete washout with antibiotics. A new tactra device was implanted. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) developed an infection in the scrotum, and oozing of bodily fluids was observed. A surgical procedure was performed to remove the app, followed by a complete washout with antibiotics. A new tactra device was implanted. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.